Manufacturer narrative:
The specific mechanism of failure relating to the anchorfast device resulting in extubation was not identified so a trend analysis could not be conducted. Additionally, a review of the device history record (DHR) was not feasible, as the lot number was not provided. The product sample was not retained for return so a sample evaluation could not be conducted. Consequently, the root cause of the reported issue could not be determined. Only the device identifier (di) portion of the unique device identifier (UDI) was available, as the lot number was not included in the report.

Event description:
It was reported that a patient who had the hollister anchorfast endotracheal tube fastener in place self-extubated. It was further reported that the staff were weaning the patient off of sedation in preparation for a planned extubation when this event happened. It was reported that the patient was either under minimal or no sedation at the time and the patient had mitts on their hands to prevent them from grabbing at the tube. It was also reported that staff had assessed the patient shortly prior to the extubation and observed that the anchorfast device was securely in place. Additionally, it was reported that the patient was able to remain extubated on an aerosol mask post extubation.